Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the pump¿s black box revealed a cs 163 ¿no cartridge detected.¿ due to a blank display screen, the original complaint was unable to be adequately investigated. Unrelated to the original complaint, the pump case was found to be cracked. There was evidence of moisture visible through the display lens. The pump cover was removed and there was moisture corrosion damage found on internal components. A leak test confirmed a leak at the crack. The pump powered on with audible and vibrations, but the display remained blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.